Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/10/2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charge and boot testing was performed and failed. The receiver logs were downloaded and reviewed and confirmed the reported allegation of loss of connection. The probable cause could not be determined. No additional event or patient information is available.